Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found distal stent damage with struts on the first row distorted and lifted distally from the stent profile. The balloon was tightly wrapped and was not subjected to positive pressure. Severe hypotube kinks were noted along the catheter length. No damage was noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified coronary artery. A 20mmx2.75mm promus premier drug-eluting stent was advanced; however the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.